Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09724. It was reported the pt experienced a fall and subsequently was unconscious. The pt was taken to the hospital and an emergency MRI was performed. The pt reported experiencing ineffective stimulation therapy in the desired pain pattern since. A full parameter diagnostic indicated valid impedance values. X-rays indicated the system lead has migrated. Reprogramming was attempted to no avail. The pt was scheduled to have the system explanted in the near future. During this time, the pt presented to the hospital with a fever, redness and soreness at the ipg pocket site. The pt was administered oral antibiotics for infection prophylaxis. Further follow-up indicated the pt underwent surgical intervention to explant the entire scs system. The pt is doing well and the physicians confirmed the pt did not have an infection at the ipg site. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.